Event description:
A report was received that the pt was feeling jolts from his ipg and that it appeared to be depleting quickly. Troubleshooting was performed by a bsn engineer and the ipg appears to be functioning properly. The pt's complaint still continued and so the physician has recommended an ipg revision.